Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Two locking screws separated postoperatively from the pedicle screws and a revision was done to replace the locking screws.